Event description:
Possibility that monitor "learned" wrong data and traced pacer spikes rather than qrs complexes. Rn found the pt in asystole. Monitor never alarmed and strip noted normal sinus rhythm (despite asystole).